Manufacturer narrative:
Device evaluation: the complaint issue was described as prongs are broken. The customer's complaint was verified. A visual inspection confirmed several spring fingers are broken/missing from the camera receptacle. Evidence of contamination in the camera receptacle, as well as on the camera receptacle pins were also observed. A camera receptacle replacement is required due to the broken pins and contamination. Furthermore, a motherboard replacement is needed due to the contamination found on the camera receptacle pins. The root cause has been determined as damage spring fingers and contamination on the camera receptacle and pins. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, prongs are broken. No injury to patient reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).